Event description:
A report was received on (B)(6) 2022 from the caregiver of a 45 year old female patient with a medical history including multiple comorbidities and end stage renal disease, who stated an insufficient amount of programmed fluid was removed over a number of home hemodialysis treatment resulting in an emergency room visit due to fluid retention. Additional information was received on (B)(6) 2022 from the home therapy nurse who stated the patient presented to the emergency department (ed) on (B)(6) 2022 with shortness of breath and was admitted to hospital. The patient was placed on bipap ventilator, received hemodialysis treatment, and was discharged on 11 sep 2022. Following the event the patient continues to treat using the nxstage system.

Manufacturer narrative:
The patient experienced an adverse event with the same device on 1 additional date: the event on (B)(6) 2022 is documented in MFR report # 3003464075-2022-00060 the involved device was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. Factors outside the scope of nxstage therapy can impact the patient''s weight, these include but are not limited to the accuracy with which intake is recorded, the weighing techniques used, and the patient''s comorbidities. UDI: (B)(4).